Event description:
Son of home pt reports hp experienced recurring lower left abdominal pain. Rn of hp reports hp was admitted into hosp, possibly on 08/07/2000. Was diagnosed with peritonitis, and has resided in ICU ever since. Rn reports she does not have detailed info, as hp was initially admitted into a different hosp. Did not do well, and was then transferred to the hosp rn is affiliated with. Rn reports hp was first diagnosed with klebsiella. Was given a "broad spectrum" of antibiotics, which subsequently led to candida. Rn reports hp is unstable and not doing well. Rn reports if further info becomes available, she will notify baxter with the updates. Rn reports she believes hp may have "touch contaminated self" and further adds that hp has had difficulty with the homechoice system from the beginning of training.